Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The native annular perimeter was 69.4mm. Sufficient calcium was present to allow sealing, with normal distribution. The patient was in sinus rhythm, 100 bpm. Pre-dilatation was performed via balloon valvuoplasty (bav). The flexnav could not be inserted into the femoral artery. It was thought this was due to a calcium nodule. The device was removed and no bends or kinks were observed. A 18 french introducer was added and a new small flexnav was loaded with the same 25mm navitor valve. The valve was able to be implanted optimally and working well at a depth of 3mm with all retainer tabs releasing. There was no deployment or retraction difficulties. At the end of the procedure, a perivalvular leak (pvl) was observed. Post-bav dilatation was performed with a 20mm balloon but the pvl remained. Gradient was single digit. 15 - 20 minutes post procedure, the patient coded but was stabilized via normal canadian classification of health interventions (cci) patient coding procedure. Investigation did not find any related issues with the valve. Later that night, the patient coded again and died. Date of death was on (B)(6) 2024. The cause of death is unknown. Patient had no history of pulmonary hypertension and no tissue damage was observed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the paravalvular leak and death was reported. The possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that there was sufficient calcium present to allow sealing, with normal distribution. However, the flexnav could not be inserted into the femoral artery due to a calcium nodule but the valve was successfully implanted at a 3mm depth after an introducer was added to the delivery system. A medical review of the case was conducted but could not determine the cause of death based on the information provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.